Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in good condition with no physical damage to the exterior of the pump. The pump event history showed a base hardware failure and battery communication timeout error messages. During power up process the technician could not duplicate the reported issue. The root cause was unable to be determined. The technician did not make any repairs to the device.

Event description:
It was reported that upon opening, a base hardware failure and battery communication timeout error messages were observed. No patient injury was reported.